Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient post-mortem. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that a patient woke and reported feeling normal. The patient then took their prescribed morning medications. Soon afterwards, the patient was found drooling by their spouse. The patient is reported to have still been able to walk and talk at that point and accompanied their spouse to church. During the sermon, the patient became progressively lethargic. The patient was admitted to hospital where a neurological exam was initially negative. Laboratory findings revealed an international normalized ratio (inr) of around 2.7. However, the patient¿s symptoms are reported to have progressed throughout the day. A head computerized tomography (CT) scan revealed a right frontal lobe hematoma. The patient underwent emergent surgical evacuation of the hematoma. This hematoma is reported to have been 400ml in size. The patient was later reported to have expired after support was withdrawn. The cause of death was reported to be the hemorrhagic cerebrovascular accident.

Manufacturer narrative:
A supplemental report is being submitted for a correction. A2 date of birth was updated from (B)(6) 1949, to (B)(6) 1949-. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.